Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer's site. The cse replaced a syringe. After the cse had left the facility, the customer reported they had an outlier for their qc. The cse was dispatched to the customer's site. The cse evaluated the instrument. The cse found a bad tip tray. The cse replaced the tip tray. The cse performed a precision study, resulting within range. The cse performed alignments for ancillary and sample probes, resulting within specifications. The cse performed qc, resulting within range. The cause of the discordant, falsely elevated vitamin d result is from a malfunction of the tip tray. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated vitamin d result was obtained on a patient sample on an advia centaur xp instrument. The initial result was reported out to the physician(s), which was questioned. The customer tested a new draw on the same advia centaur xp instrument, resulting lower. A corrected report was issued to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated vitamin d result.

Manufacturer narrative:
The initial MDR 2432235-2017-00200 was filed on march 22, 2017. Additional information (04/03/2017): a siemens headquarters support center (hsc) reviewed the event. Hsc reviewed the siemens' customer service engineer's (cse) service report. Hsc stated aspirate probe 3 is not utilized in the wash sequence for vitamin d and would not impact vitamin d results. Hsc found that the cse found photomultiplier tube performance issues. After service replaced the photomultiplier tube and luminometer, the issue was resolved. The cause of the discordant, falsely elevated vitamin d result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.